Event description:
(B)(4) - it was reported by the consumer that the 65100 rollator was being used on the carpet, and user leaned to the side, resulting in the wheel getting bent to about a 90 degree angle. There was no reported injury.